Manufacturer narrative:
H6 type of investigation code was updated. H11 updated additional manufacturer narrative due to new information that was received. The impella device was disposed of by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
D4: corrected serial number and UDI h6: omitted f12 and added f1905 and f1904. Omitted a24,a150202 and added a150202

Manufacturer narrative:
Health effect impact codes added under field h6: device in wrong position, device repositioning. Codes removed: peri-procedural adverse event. Clinical assessment: a thirty-nine-year-old male patient with a history of diabetes mellitus, coronary artery disease, and renal insufficiency received an impella 5.5 device for acute heart failure secondary to cardiomyopathy. Prior to impella placement, the patient was supported with two inotropic medications and respiratory therapy. On the first day of impella support, the patient developed ventricular arrhythmias, which were determined to be due to the device being positioned too deeply in the left ventricle as confirmed by two-dimensional echocardiography. After repositioning the device, the arrhythmias resolved. On the eleventh day of support, the patient was successfully bridged to heart transplantation, and the impella device was removed. Engineering assessment: during impella 5.5 support, the patient experience ventricular arrhythmias attributed to excessive impella depth in the left ventricle. The pump was repositioned and the arrhythmia resolved. The pump supported the patient for 11 more days until the patient received a heart transplant. This event is reportable per (B)(4). Vt caused by device position. 5.5 noted as deep on echo, triggerred repositioning. Repositioning done per standard IFU, so not noted as separate pec.

Event description:
The complainant report that the patient was implanted via right surgical axillary/subclavian artery with an impella 5.5 for mechanical circulatory support. The patient was having ventricular arrhythmias due to the impella 5.5 being deep under echocardiogram. The plan is to reposition the impella as soon as possible.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Corrected: d4 (serial). Arrhythmia : the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position : the cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The investigation for the arrhythmia has been completed. The root cause of the injury was unable to be determined due to insufficient clinical details.